Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is cracked at the reservoir opening and the act button is divided inward when he laid on his insulin pump on the ground. The motor faults out occasionally and goes a little slower now. Customer's blood glucose level was not reported. The device was not returned.